Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to turn on using both ac and battery power. When powered on the device was able to obtain readings and alarmed audibly and visually under alarm conditions. During alarm conditions the speaker was audible but the tone was distorted. Internal inspection showed the speaker has failed. A known good speaker was installed and device audio was fully functional. The customer complaint in regards to being unable to hear alarms was not duplicated. The device speaker was audible but the tone was distorted, visual and audible alarms were active during testing. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported they are unable to hear alarms on the device. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported they are unable to hear alarms on the device. No patient impact or consequences were reported.